Manufacturer narrative:
.

Event description:
The hcp reported, impedances >2000 ohms on all or some of the unipolar pairs. The pt is implanted bilaterally. The hcp used the same neurostimulator on different sides of the body which gave the hcp different battery readings and different problems. On the left side impedance readings indicated a short circuit; the right side appeared more normal. The caller also reported impedances <250 ohms.